Manufacturer narrative:
Evaluation: no product was returned, however, based on the info provided, this device was in place for over thirty days. This device was not designed or intended to be used as an implantable device. Although this incident appears to be the result of user error, we will continue to monitor for similar complaints.

Event description:
In 2005 a malecot catheter had been placed for drainage of the left side empyema past rib resection. A month later, the catheter had been slowly removed by the cardiothoracic surgeon. Upon removal of catheter, the drain snapped open and a portion was retained. The pt was taken to the o.r. Where the drain was surgically removed.